Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic colectomy. According to the reporter: after the first firing was done, a person in supplier confirmed incomplete staple line: a half part of staples on the proximal part could not be fired on tissue. Reported the handle could be fully squeezed to the end. New reload was opened to complete the case. Additional tissue resection was required for recovery. The remainder of the case was completed with no problem. The surgical incision was extended by smaller than 3 cm. It is unknown if reinforcement material was used.